Event description:
The facility representative reported a flogard infusion pump that does not function. Upon further investigation, the reported condition was confirmed as a battery issue. It is unknown when and which care area this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.

Manufacturer narrative:
(B)(4). The customer reported problem of "does not function" was confirmed during device evaluation by a baxter service technician as battery low. The cause of the problem was a defective battery. The battery was replaced to resolve the issue.